Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the xience v stent delivery system (sds) noted blood and contrast visible in the inflation lumen and in the balloon, consistent with preparation and a leak while in the patient anatomy. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. There was a kink in the distal shaft 9 cm distal to the guide wire exit notch. Since this damage was not reported in the incident information, the kink may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. Using a new indeflator filled with warm water, an attempt was made to pressurize the balloon to the rated burst pressure (rbp); however, fluid did not advance to the balloon. The sds was left pressurized when it was noted fluid leaked from a tear in the proximal taper, on one of the folds. The tear was proximal to the proximal end of the proximal marker band. Factors that may contribute to a tear in the balloon include, but are not limited to, manufacturing, handling of the product during preparation/use, and/or interaction with the lesion/anatomy and/or guiding catheter/guide wire. To help ensure that this damage is not the result of manufacturing, all products are 100% visually inspected for damage, including at the point where the protective sheath is placed over the balloon. Additionally, all products are 100% leak tested prior to packaging and a sampling of units is destructively tested to verify the rbp prior to release. There was no report of any leak or damage to the sds noted during preparation for use, which would suggest that the balloon was not damaged prior to use and that a product deficiency did not contribute to the difficulties experienced during the procedure. The patient anatomical information was not received which may have aided in the investigation. It is possible that the balloon material was damaged (torn) during interactions with the accessory devices/lesion during advancement to the lesion. A conclusive cause could not be determined. A search of the lot history record indicated no nonconforming material records for the lot related to the incident. Additionally, a query of the complaint handling database indicated no related incidents. There is no indication of a product quality deficiency.

Event description:
No reported information was received regarding this device. Return device analysis revealed that the stent was on the balloon between the markers. There was a tear in the balloon fold.